Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following multiple inappropriate shocks for atrial fibrillation (af). Tachycardia therapy was exhausted. Additionally, it was reported that the device reached elective replacement indicator (eri). Due to an extended charge time, exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
A manual capacitor reformation was performed and acceptable charge times were observed. This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.